Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted due to infection. No further information was provided.